Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 93% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 507652 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the device is nearing recommended replacement time (rrt) after 4.5 years and the clinician is questioning why the device did not last longer. The device currently remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the device was explanted and replaced due to normal battery depletion. No patient complications have been reported as a result of this event.